Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted bent pins on the flow sensors. The flow sensors were replaced. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit was not recognizing the flow sensors. There was no reported patient injury.